Manufacturer narrative:
The 30-degree endoscope instrument has been returned and evaluated by the failure analysis team. The endoscope was placed through friction test using a screening aid to manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing and confirmed as binding. The endoscope cable integrated connector was visually inspected and found with mechanical damage. The cable integrated connector paddleboard exhibited mechanical damages such as scratch marks, indentations or broken or missing pieces located at cable proximal end.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. The isi fse reviewed logs, performed system integrity inspection and test drove the system. The system was tested and verified as ready for use. The complaint was not confirmed based on the field evaluation.

Event description:
It was reported that during a da vinci-assisted radical with lymphadenectomy prostatectomy surgical procedure, the surgeon called in at the beginning of the surgery to report that the movement of the universal surgical manipulators (usm) was inverted. The surgeon explained that after placing the endoscope on usm 2, it rotated directly. Before calling in, they already replaced the endoscope and restarted the system with power removal. The intuitive surgical, inc. (Isi) technical support engineer (tse) requested to remove the endoscope and restart the system with power removal and emergency power off (epo), but after restart the same problem occurred. The isi tse requested to manually rotate the endoscope into the correct position, this solved the problem until the endoscope rotated again. The isi tse suggested checking the endoscope on another usm arm and it worked. The isi tse suggested checking the sterile adapter on usm 2 and the surgeon found it loose. The caller reseated it but when placing the endoscope, it turned directly. The isi tse suggested using the endoscope on one of the other usm arms, and the surgeon agreed to do so. The isi tse checked the logs, and no indications were found there. The isi tse reviewed logs and found error 23003 axis 4 pointing to a sterile adapter or endoscope problem. The error cleared after reseating the sterile adapter and replacing the endoscope. The procedure was completed with no reported injury. Isi followed up with the site and obtained the following additional information: the procedure was completed using three usm arms. Usm arm 2 was checked with no problems.